Manufacturer narrative:
The samples were drawn in greiner lithium heparin tubes. Prior to the event, chol reagent was calibrated and qc results were within the lab's established ranges. Qc samples run at the time of the event were also within the range. Bci service was not requested. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low cholesterol (chol) results generated by the unicel dxc 600 pro synchron clinical systems for 3 patient samples. The results were reported out of the lab. The specimens were re-tested and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.